Event description:
A report was received that the patient had infection at the pocket sie and was having wound closing issue. Patient's symptoms were redness and drainage. The physician believed that the patient was allergic to the sutures that were used and that the infection was neither device nor procedure related. The patient underwent a vacuum-assisted closure, during which, the pocket incision site was flushed with antibiotics and the superficial stitches were removed. The patient was doing well post-operatively.